Event description:
The account generated false positive architect total b-hcg results on a newly installed architect analyzer. No testing or patient data regarding the false positive architect total b-hcg results were provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.